Event description:
It was reported that the patient had pruritus which began 5 days prior to the pump refill on (B)(6) 2013. It was noted the patient was on oral baclofen but the pruritus was unchanged. The pump system was being used to deliver gablofen. It was later reported that an underdose and withdrawal were noted and the patient had been admitted to the hospital. No diagnostic studies had been performed at that time. The reporter stated that after the patient ate lunch on (B)(6) 2013, they did not feel good, and threw up five times that night (the reporter¿s spouse thought it was from what food the patient ate). Then it was noted when the patient woke up on (B)(6) 2013, they were itchy for approximately two hours and were ¿screaming like crazy¿. The reporter tried applying ice, benadryl and oral baclofen, and they noted it seemed to get a ¿touch better¿. The reporter stated they went out to lunch and came back and the patient almost immediately started up again. The patient was evaluated by a health care provider (hcp) on (B)(6) 2013 and an x-ray was performed. The reporter noted that according to the ER physician they started up again they tried a little more baclofen and the reporter wondered if it might be related to pain problems, thus the reporter gave the patient a half of a hydrocodone. It was noted that nothing seemed to help the patient and then approximately 8 or 9:00 p.m. On (B)(6) 2013, they went to the ER. The ER physician thought the patient had a ¿classic baclofen withdrawal type thing¿ or underdosing. They treated the patient with some medications to try and treat the problem. Then the ER physician concluded that the patient needed to check into the hospital so they could have the pump checked on (B)(6) 2013 and to perform a dye test. It was also noted that on the evening of (B)(6) 2013, they increased the patient¿s dosage by 20%. The patient also had blood work ¿of all kinds¿ and it was noted they could not find anything wrong, thus they gave the patient some zyrtec and sent her home. It was noted that a dye test was not performed. The itching gravitated down on the patient¿s belly a little bit and noted it might have been because they were irritating the part by scratching it so much it kind of moved down under her belly last night. The reporter gave the patient some prednisone ¿and other stuff¿ to help the patient sleep on (B)(6) 2013, and some more benadryl, thus the reporter thought they possibly masked things and was afraid if they go home with zyrtec, that they were going to be back on that same roller coaster again. During the pump refill on (B)(6) 2013, the reporter noted that the physician ¿hooked the pump up to the computer¿ and ¿the pump said it should have 6.5 units in it and when the doctor pulled out the amount with the syringe, it had it right at 6.5 units, maybe a little over because the reporter saw the syringe¿, and they went ahead and refilled the pump and ¿bumped it up¿. The reporter noted that the physician was thinking everything was working fine. The reporter noted being told that in a few days they might perform a dye study on the patient. It was also noted the patient had red blotches that the hcp was calling a rash. Several troubleshooting options were discussed. It was noted that the patient had been on an anti-anxiety medicine and it made the patient ¿see things¿, thus the patient was taken off the medicine and then the patient had a seizure. It was later reported that the cause of the event was unknown. On (B)(6) 2013, an x-ray, catheter dye study and pump rotor study were performed. The results of the tests were all noted to be ¿within normal limits¿. The patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).